Manufacturer narrative:
D10 concomitant product: gl-34-mg, gl-34-mg polysorb* 4-0 vio 5x45cm cv25dt, (lot #d5a1944y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, two surgeons were simultaneously performing suturing at different laparoscopic trocar sites when both sutures from the same package broke. It was noted that the surgeons strictly adhered to standard operating procedures throughout the procedure, with no excessive force, violent suturing, or over-tensioning was involved. Another brand of suture were immediately replaced to resolve the issue. There was no patient injury.